Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture and lens was returned with a small piece of surgical gauze. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim #(B)(4).